Event description:
Per solicited call to the patient, patient reported that 2 cassettes were malfunctioning as patient states she was unable to clear the bubbles and 1 malfunctioning tubing set as patient was unable to tighten onto her connector. Patient did not have serial/lot numbers. No further information available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: patient unable to clear bubbles has this incident happened within the past 6 months? (Offer nursing evaluation) no; has this patient reported a pump malfunction within the past 6 months (offer nursing). Did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes, if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.